Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The blood glucose level was 396 mg/dl. The customer reported that there was damage on the insulin pump, battery out limit alarm, failed battery alarm, no delivery alarm. The customer declined the high blood glucose troubleshooting. The customer reported that they had performed the self test and the test was passed. The customer was unable to perform the displacement test. The product will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display, fade or missing segment during testing noted. Unexpected restart was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. Device had cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot.